Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was discovered to have vegetation during an echocardiogram. Antibiotics were administered and a system extraction is to be scheduled due to infection with sepsis. The system remains in service at this time. No adverse patient effects were reported. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
This supplemental report is being filed to correct data that was submitted in the previous report: the lead was explanted due to infection. No additional adverse patient effects were reported.